Event description:
Customer reported that she used the pump in style breast pump on the lowest setting and it caused her nipples to bleed.

Manufacturer narrative:
A replacement pump was sent to the customer. Follow up contact was not successful with the customer after 4 attempts being made to gather more info about the event. Additional contact was made from clinical as well to gather info with no success either. The product involved in the complaint was not returned for evaluation/investigation. Therefore no conclusions can be made as to the cause of events. The customer was seen by a doctor and treated with a topical base ointment, referred to as "triple compound". Since attempts were made to contact the customer without success, additional info on if this has resolved the issue is not available. Follow up attempts will continue to be made seeking additional info. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.